Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed that the device had been serviced within the last month. The assignable cause for the previous servicing was found to be damage to the pump and all required service actions were completed in the last service cycle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion test, which was reproduced through troubleshooting of the device. The cause was determined to be a failing force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed a downstream occlusion test. The failure occurred before clinical use (out of box failure) at the biomed department. There was no patient involvement. No additional information is available.